Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: sep 29, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected and damage was observed on the edge of one haptic. The complaint issues were not identified during product evaluation. The observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was explanted in a secondary surgical procedure due to the patient experiencing halos. The issue was identified during a post-operative exam. A non-johnson & johnson lens of lower diopter (20.0d) was implanted in the patient¿s right eye as a replacement. No unplanned vitrectomy, sutures or incision enlargement required and no delay in procedure reported. There was no patient injury or any complications such as capsule tear reported. No medical attention were required and no medications prescribed. Best spectacle corrected visual acuity (bscva) pre-operative: 20/20, bscva post-operative: 20/20. The patient has fully recovered. No further information was provided.